Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that, in 2016, their ins had been overdischarged for too long and had been in this state too many times; pt said spinal cord stimulator (scs) "caused their heart to race" and felt like "bee stings." Stimulation caused pt to turn off scs. Pt could not confirm the date that this started happening. Pt did not charge ins after they turned stimulation off leading to overdischarge; explant and replacement was conducted.